Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "periprosthetic fluid accumulation" and "rupture." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side "periprosthetic fluid accumulation in MRI + change of breast shape. MRI shows signs of rupture". The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, red particles, missing, non-penetrating nicks. Microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact and non-penetrating nicks.

Event description:
Physician reported left side "periprosthetic fluid accumulation in MRI + change of breast shape. MRI shows signs of rupture". The device was explanted.